Event description:
Implant fracture.

Manufacturer narrative:
Implanted 2011. Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 10 years in situ.

Manufacturer narrative:
Implanted 2011.

Event description:
Implant fracture.